Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system consisting of an ipg and surgical lead on (B)(6) 2010. It was reported that the pt experienced sensory dysfunction and weakness in both legs postoperative and had developed an epidural hematoma. It was reported that the physician had used a dural separator during the procedure. The lead was explanted and replaced on (B)(6) 2010; the explant date is currently unk. The pt underwent physical therapy after the explant procedure. The explanted lead will not be returned to the MFR for eval. Follow up on the pt found that the ipg is still implanted and the pt has recovered.